Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: ref MFR report: 1627487-2012-09908. The pt is implanted with two different model wide spaced leads. It was reported the pt felt one of the two leads was positioned superficial. The pt underwent surgical intervention to reposition the lead. The pt reported effective coverage post-operative. No pt complications were reported.